Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q6, q7, q8, q10, q13, and q17 on the defibrillator pca and a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.